Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of chronic left groin pain with recurrent left inguinal hernia, using lap technique including removal of cord lipoma. It was reported that after implant, the patient experienced recurrence, abdominal pain, fluid collection in left lower quadrant of hernia repair site, left-lower quadrant intra-abdominal abscess with infection of laparoscopic mesh, diverticulitis/inflammation of the sigmoid colon with no obvious perforation, and purulent material between the mesh and the colon. Post-operative patient treatment included revision surgery, lap exam with aspiration of fluid from left lower quadrant for culture, conversion of open exploratory laparotomy with removal of left lower quadrant mesh including recent and older mesh, exploration of sigmoid colon and resection of the sigmoid colon with low anterior colon resection, and left subclavian line placement.

Manufacturer narrative:
Additional information: a4, b5, b7, h6(patient codes, device codes), additional codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment left inguinal hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, fluid collection (fluid relatively serosanguinous), intra-abdominal abscess with infection mesh, diverticulitis/inflammation of the sigmoid colon, necrosis, scarring, perforation, and purulent material. Post-operative patient treatment included revision surgery, laparoscopic exam with aspiration of fluid for culture, conversion of open exploratory laparotomy with removal of mesh, cord lipoma removal, exploration of sigmoid colon and resection of colon, open hernia repair with new mesh, medication, and left subclavian line placement. Relevant tests/laboratory data: (B)(6) 2018: cultures from left lower quadrant fluid collection showed enterococcus species. (B)(6) 2018: pathology report from left inguinal mesh and tissue specimen showed dense acute inflammation and fat necrosis.

Manufacturer narrative:
Additional information: b5, no code e2404 lipoma, additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment left inguinal hernia. It was reported that after implant, the patient experienced recurrence, lipoma, abdominal pain, fluid collection (fluid relatively serosanguinous), intra-abdominal abscess with infection mesh, diverticulitis/inflammation of the sigmoid colon, necrosis, scarring, perforation, and purulent material. Post-operative patient treatment included revision surgery, laparoscopic exam with aspiration of fluid for culture, conversion of open exploratory laparotomy with removal of mesh, cord lipoma removal, exploration of sigmoid colon and resection of colon, open hernia repair with new mesh, medication, and left subclavian line placement. Relevant tests/laboratory data: 02 aug 2018: cultures from left lower quadrant fluid collection showed enterococcus species. (B)(6) 2018: pathology report from left inguinal mesh and tissue specimen showed dense acute inflammation and fat necrosis.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment left inguinal hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, fluid collection (fluid relatively serosanguinous), intra-abdominal abscess with infection mesh, diverticulitis/inflammation of the sigmoid colon, necrosis, scarring, and purulent material. Post-operative patient treatment included revision surgery, laparoscopic exam with aspiration of fluid for culture, conversion of open exploratory laparotomy with removal of mesh, exploration of sigmoid colon and resection of colon, open hernia repair, and left subclavian line placement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.